Manufacturer narrative:
(B)(4). Concomitant medical products: ref (B)(4), lot 63719333 tm shell; ref (B)(4), lot 63406302 longevity liner (both listed implanted, no further records to correlate); ref (B)(4), lot 63637927 longevity liner (both listed implanted, no further records to correlate); ref (B)(4), lot 63838846 screw; ref (B)(4), lot 63812201 stem; ref (B)(4), lot 63782463 cocr head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2021-00318.

Event description:
It was reported by patients¿ legal counsel that the patient underwent a left hip arthroplasty. Subsequently, patient has filed an unknown allegation on the hip approximately 4 years later. No revision has been reported to date. No further event information available at the time of this report.